Event description:
During the cardiomems insertion procedure, the steelcore 18 wire was inserted into the left pulmonary artery. Once inserted it was noted that the wire had fractured. At the end of the procedure the wire was removed and noted to be fractured, but intact. No wire was left behind in the body. Product information listed below.